Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "error message, needed restart", could be confirmed. The log files showed the error 247 (communication loss to patient hose heating) and 382 (internal temperature sensor defective). Therefore, the cause of the issue is determined to a random ic2 failure within the sensor control board. The additional found defects are independent from the reported malfunction. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All product ion-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
The device was returned to our us facility and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that "error message caused them to have to restart device in the middle of the procedure". No negative impact in state of health reported.